Event description:
It was reported before using the bd vacutainer® eclipse¿ blood collection needle, the customer found two (2) traces of rusty needles (foreign matter). There was no report of impact to the patient or user.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6)

Manufacturer narrative:
Investigation summary: material #: 368608. Lot/batch #: 1350134. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® eclipse¿ blood collection needle, the customer found two (2) traces of rusty needles (foreign matter). There was no report of impact to the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 11-oct-2024. H.6 imdrf annex b grid: b01 - testing of actual/suspected device. H.11 investigation summary: material #: 368608, lot/batch #: 1350134, bd received 2 samples and 1 photo for investigation. The samples and photo were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® eclipse¿ blood collection needle, the customer found two (2) traces of rusty needles (foreign matter). There was no report of impact to the patient or user.